Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he has failed sensor and was running out of sensor. Customer blood glucose was 600 mg/dl. Troubleshooting was performed. The product is expected to return.